Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the device would not make any audible tone. A truepath was being used during a chronic total occlusion treatment procedure, when it was noted the device would not make an audible tone when rotating. However, returned device analysis revealed that a substance was stuck to the tip of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned device was visually inspected and no anomalies were noted. The control unit was activated and no audio tone was noted, the activation button did not illuminate and there was no device rotation. The battery of the returned cto device was replaced with a known good battery, and it was noted that the battery of the returned device was dead. The control unit was replaced with a known good device, an audio tone was noted but there was no rotation of the device. The active tip diamond was microscopically inspected and it was noted to have a tissue-like substance stuck to the tip. The tip was soaked in warm water in order to remove the substance. Once cleaned; the device was retested but the device did not rotate. The motor housing was disassembled and the plug cable was removed. Once removed it was noted that the drive shaft was broken between the proximal outer shaft, approximately 1cm of shaft remained attached to coupling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).